Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during review of the pt care report (pt age and gender unk), the device displayed a "defib pad short" message after delivering two successful cardioversions. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.